Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2026. On (B)(6) the patient was transferred to a different facility and the treatment was continued. Despite multiple pressure adjustments during this period, the hydrocephalus condition did not improve. The doctor diagnosed a shunt blockage and performed another surgery on (B)(6). Upon opening the scalp, it was discovered that the valve was leaking, with significant subcutaneous fluid accumulation, indicating that the valve chip had dislodged.